Manufacturer narrative:
Updated data: d10. Associated product updated - section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012048505); product type: 0195-heart valves; implant date ; explant date e. Initial reporter first name updated h6. Method code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvu loplasty (bav) was performed due to the patient's calcified anatomy. The valve was attempted to be deployed twice. Shortly after annular contact, the valve dislodged into the non-coronary sinus. On the third deployment attempted the valve was placed successfully. An aortic dissection was noted in the non-coronary sinus. The patient was stable and no treatment was discussed. Per the physician, the valve and valve implant procedure contributed to the aortic dissection. One day following the valve implant, the computed tomography (CT) showed extension of the dissection up to the level of the aortic arch and ascending aorta. The patient remains stable and in the hospital for evaluation. No additional adverse patient effects were reported.